Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot #: 2.1.0, ubd: , UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the site experienced an alleged inaccuracy while in surgery. The site reported being inaccurate allover "by close to an inch". The site found inaccuracy after taking confirmation scans. Navigation was abandoned before further troubleshooting could occur. This issue caused a 20 minute surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was further reported that they were going to try to re-upload the software to see if that resolves the issue. Additional information was received from the manufacturer representative with additional troubleshooting. The manufacturer representative stated that they had a new solid-state drive (ssd) that they would like to replace on the system, and they inquired about exporting the surgeon profile. They were informed that replacing the ssd should not be considered as the first step in attempting to resolve the inaccuracy issue. It was suggested that the manufacturer representative try to complete a registration with a demo head and attempt to recreate the inaccuracy issues. The manufacturer representative stated that they did that, but the registration wasn¿t accurate at the back of the head, and it was hard to complete a registration even on the demo. It was recommended that they use a camera from a different navigation system and complete a demo registration to see if the issue could be narrowed down to the camera or to the software. It was also suggested to reinstall the cranial software only, and to wait on installing the software and ssds, and to complete the registrations first.

Manufacturer narrative:
H2) additional information added to section a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.